Event description:
Trend noted with issues with bd(becton dickinson) insyte autoguard bc IV catheters with dull/bent bevels and/or difficulty advancing/threading catheter resulting in multiple IV attempts by various providers all experiencing same issues.